Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sw 3.1e. On the event date 10-oct-2022. Customer returned pump for an alleged crack near battery compartment. Unit perform visual inspection and pump received with cracked end cap and cracked reservoir tube lip. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage cracked battery tube threads. Unit passed required testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.